Manufacturer narrative:
The product was not returned for evaluation. The device history record review was not possible because no lot number was provided. The event, nonconformance, scar and CAPA systems were reviewed for the past two (2) years (july 2017 to july 2019) and no investigation have been issued that could be related to the reported condition for duragen products family. The reported complaint was not confirmed. Thus, the root cause was undetermined. Possible complications, as csf leak, can occur with any neurosurgical procedure as recognized in the adverse events section of the instructions for use (IFU).

Event description:
A sales representative reported on behalf of the customer that a id2201l duragen 2x2 1 pack was used for a craniotomy procedure. Postoperatively, it was reported that cerebrospinal fluid (csf) leaked and fluid built up under the patient's skin on (B)(6) 2019. After that, the leak settled down , the patient's condition settled down, and re-operation was not necessary. The patient was under monitoring and became stable. There was no delay of procedure.